Event description:
I had lip filler with revanesse versa on (B)(6). After 2 weeks all bruising and swelling had resolved. Event # 1: on (B)(6) I woke up with lower lip very swollen on the right side, lip pain and nodule on lip. I was prescribed oral steroids with improvement. Event #2: (B)(6) I woke up with lower lip swollen again now on the left side and fluctuant painful nodule. The filler was dissolved with hyaluronidase same day (B)(6) with resolution symptoms so far. Needed reversal agent.